Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and had an unresponsive keypad. The customer's blood glucose was 223 mg/dl. The customer stated that the insulin pump had been without a battery for about 15 minutes, and he was assisted with clearing the alarm, however unsuccessfully. He stated that he pressed esc, and the screen began flashing battery out limit. He pressed the act button, but nothing happened. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive esc and act buttons due to corroded keypad traces. The insulin pump was unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.